Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band would not deploy resulting in unsuccessful ligation. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator head returned with no bands attached. The handle slot had marks of insertion of the trip wire. The suture thread was in good condition and contained the seven knots. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device showed that the ligator housing and the handle were in good condition. It is possible that the technique used, or the patient's anatomical conditions could have contributed to the reported event. However, there is not enough objective evidence to determine that the reported event occurred due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band would not deploy resulting in unsuccessful ligation. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.